Event description:
Health care professional is reporting two "blood leaks" with this lot number during the first use without processing. The dialyzers were not from the same case. This (1 of 2) internal leak was noted immediately as the pt treatment was initiated. Frank blood was seen in the dialysate. The pt treatment was stopped and the dialyzer was discarded (100 cc). A new dialyzer was primed and used to continue the treatment without adverse effects to the pt. No medical treatment was necessary. Reportedly the dialyzer was taken from a dented box. No other dialyzers were reported to have leaked from this box. Actual sample discarded.